Event description:
I have a medtronic interstim stimulation device model 3058. This device is electrically shocking me I externally where the implant is. I walked through the (B)(6) door and my device started shocking me. This has happened numerous times. I reported this before and they just replaced my battery but this one is doing the same shocking me and it is extremely painful. I have had problem with my leg on left side since it started doing this in 2019. I believe it is causing me nerve damage. FDA safety report ID # (B)(4).